Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, brown particles in shell, and an opening on posterior. Leak test and microscopic analysis was performed which identified, crack valve and a crease smooth opening on posterior. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A crease smooth opening on posterior assessed, as fold flaw opening.

Event description:
Device was explanted.